Event description:
The instrument did not fire correctly when applied to the tissue and the surgeon decided to perform a laparotomy to complete the case without further incident. Procedure: endoscopic mimimally invasive procedure. Patient status: no pt injury reported.